Event description:
Customer reported a leaking split septum port while on a pt. There was no pt harm or medical intervention required. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This reported by the MFR. The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.